Manufacturer narrative:
H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint samples were from lots 22095700 and 21105106. The feedback provided by the customer suggests blood backflow was detected during use of the maxzero device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22095700 and 21105106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ zero reflux IV connector blood backflow occurred. The following information was provided by the initial reporter, translated from portuguese to english: observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not fulfilling its purpose.

Event description:
It was reported that during use with an unspecified amount of bd maxzero¿ zero reflux IV connector blood backflow occurred. The following information was provided by the initial reporter, translated from portuguese to english: observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not fulfilling its purpose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 22095700. Medical device expiration date: 23-sep-2025. Device manufacture date: 21-sep-2022. Medical device lot #: 21105106. Medical device expiration date: 02-oct-2024. Device manufacture date: 01-oct-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.